Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that his glucometer was not working properly, and he was hospitalized three weeks ago due to getting false readings. The customer stated that he is using a glucometer that was loaned to him by the hospital, but he needs a replacement. Advised the customer that he would be receiving a replacement within two weeks. Nothing further was reported.